Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a syncopal episode. The patient also experienced bradycardia and hypotension. Technical services (ts) was consulted and reviewed stored episodes with the calling physician. This ICD remains in service. No additional adverse patient effects were reported.